Event description:
It has been reported to philips that the table is self dropping. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnostic procedure. The procedure was completed as planned after the system's geometry was reset. A philips remote service engineer (rse) inspected the system remotely and analyzed the system's log files. No problems were detected in the log files and the issue did not reoccur. The system was confirmed to operate per specifications and was returned to use in good working order. The codes are updated based on the investigation outcomes.